Event description:
It was reported that the inflatable penile prosthesis (ipp) pump migrated high up in the scrotum. A revision surgery was performed in which the pump was removed and replaced to add more tubing. No patient complications were reported.